Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s implantable neurostimulator (ins) ¿hasn't worked in years or in a long while¿ (¿it has been years or a long while¿) and stimulation was not on. No symptoms were reported. There were no further complications reported or anticipated.